Event description:
It was reported that the atrial lead had dislodged. As a result of the patients condition, the physician opted to remove the lead without replacement during a device downgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.